Event description:
Reported via journal article it was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up computed tomography (CT) imaging procedure. The CT imaging showed that there was a device related thrombus present on the closure device. The physician restarted the patient on a dapt medical regiment in response to this event. Three (3) weeks later transesophageal echocardiogram (tee) imaging showed that there was no longer any thrombus present on the closure device or in the left atrium.

Manufacturer narrative:
B3 date of event - article publish date used as event date is unknown. Rezkalla, j., alarouri, h., padang, r., mankad, s., luis, s. A., kane, g. C., & alkhouli, m. (2024). The imaging spectrum of device-related thrombus after percutaneous left atrial appendage occlusion. Case reports, 29(21), 102661.